Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va01zr8, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # va01zr8, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer reported that the patient had a gastric sleeve put in and was (B)(6) and went down to (B)(6) in 2014. The patient could see the outline of the battery and it popped out quite a bit. If the patient sat in a chair, the battery pushed against it and then it was irritating. The battery was on the left side so the patient had to sit on their right butt cheek. When the patient went on rides, it jerked them around and the patient would ¿say awe¿ when it pushed on their back. The patient¿s health care provider (hcp) said the implantable neurostimulator (ins) would last 5 to 7 years so they were trying to holdout to have it removed. The patient wanted it taken out, but was afraid if they had it taken out they might need it. The patient had the implant shut off to do the gastric sleeve surgery and the patient didn¿t realize for a month and a half that the device was shut off. The patient wasn¿t using the bathroom as many times a day and it was 2 to 3 months after surgery when they turned it back on. The patient was drinking 24 oz of water and going 5 times a day. If the patient shut it off, they would be fine for a month. The patient never adjusted the frequency. The patient mentioned that their heart rate dropped really low from anesthesia. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.